Event description:
It was reported that prior to use with the bd vacutainer® 9nc 0.109m plus blood collection tubes, two tubes were missing product labels and one tube had two product labels attached. There was no report of patient impact.

Manufacturer narrative:
H.6. Investigation summary: bd did not receive samples or photographs from the customer in support of this complaint. Therefore, 100 retain samples from bd inventory were visually inspected, and no missing or double labels were found. The device history records were reviewed with no issues being identified. There were no related quality notifications. All processes and final inspections comply with specification requirements. This complaint was unable to be confirmed for missing/double labels. Bd was not able to identify a root cause for indicated failure mode. Complaints received for this device and reported conditions will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that prior to use with the bd vacutainer® 9nc 0.109m plus blood collection tubes, two tubes were missing product labels and one tube had two product labels attached. There was no report of patient impact.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.